Event description:
Customer was using a microfuse rapid rate infuser to deliver 30cc of adenosine using a 60cc syringe. Infusion should have completed in 4 minutes however it took 5 minutes. No adverse events resulted from event.

Manufacturer narrative:
Inspection of infuser revealed that the gear assembly that links the motor to the syringe rack to allow movement was slipping. Cogs on the gear were stripped and would run fine when not under a load. Once pressure was applied when attempting an infusion the resistance would cause the gear to slip.